Event description:
The information provided to sjm indicated the patient underwent a mitral valve repair procedure on (B)(6) 2009 with this 27 mm sjm tailor annuloplasty band. On (B)(6) 2014, the band was explanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). The results of this investigation concluded fibrous pannus ingrowth with focal chronic inflammation. Special stains were negative for organisms, and no acute inflammation or calcifications were present. There was no evidence found to suggest the cause of pannus with focal chronic inflammation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the pannus remains unknown.